Manufacturer narrative:
(B)(4). Batch # m53n5k. The analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, after firing on occlusion of the bronchus, there were no clips to see (like there were no clips in the magazine). Unknown how case was completed. There were no adverse consequences for the patient.